Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture close to the end of patient infusion. The device was filled with a solution containing tobramycin in 150 ml saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Sample evaluation: baxter received one used sample for evaluation. Visual inspection of the sample confirmed that the reservoir ruptured in a footed position. Microscopic examination of the reservoir noted a marking near the rupture line. Additionally, it was noted that the stressmember mold used to manufacture this device was 6g and was replaced by modified mold g in (B)(4) 2012 after this device was manufactured. The modified mold g is expected to reduce the occurrence of reservoir ruptures. The root cause of the reservoir rupture was determined to be a manufacturing issue. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit